Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had received a questionable ise indirect na for gen.2 result on the cobas 8000 ise module. The na, k, and cl electrodes were changed on (B)(6) 2017. It was asked but not known when the reference electrode was changed. The customer provided data for an erroneous na result. The initial na result was 141 mmol/l on line 1 of the cobas 8000 ise module at 15:00. There were additional tests requested for the patient. The same sample was repeated at 19:58 on line 2 of the cobas 8000 ise module with a na result of 164 mmol/l and was reported outside of the laboratory. The customer stated that the same aliquot tube was used for initial and repeat testing. The physician questioned the reported result and the same sample was rerun at 22:17 on line 1 of the cobas 8000 ise module with a na result 140 mmol/l. The customer ran the same sample on a different ise module and the na result was 140-141 mmol/l. The initial na result was deemed to be correct. There was no adverse event. The na electrode lot number was c82 with an expiration date of 09-nov-2018. The field service engineer (fse) visited the customer site and could not identify a specific problem. The fse found the ise sipper nozzle was slightly loose. The fse replaced all of the ise seals. The fse cleaned and checked the dilution vessel, the nozzles, ise flowpaths, and ise valves. The fse verified the analyzer was operating properly.

Manufacturer narrative:
Further investigation was not able to determine a specific root cause based on the available information. Since the chloride and potassium results were not available the investigation could not distinguish between sample pipetting problems, ise/reference flow related issues, or contamination.